Manufacturer narrative:
An additional lot number was reported (lot #m020216). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during pumping. Blood glucose was not impacted. Reportedly, the customer had manual injections available as alternate insulin therapy.